Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was found to be operating in safety mode during a routine interrogation and exhibited signs of premature battery depletion (pbd). Patient is not pacing dependent and had normal conducted sinus rhythm (sr) of 80 beats per minute (bpm). The device is scheduled to be explanted and replaced at a near future date. This device currently remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this pacemaker was found to be operating in safety mode during a routine interrogation and exhibited signs of premature battery depletion (pbd). Patient is not pacing dependent and had normal conducted sinus rhythm (sr) of 80 beats per minute (bpm). The device is scheduled to be explanted and replaced at a near future date. This device currently remains in service and no adverse patient effects were reported. Subsequently, additional information was received indicating that the device was explanted and replaced with a new device. No additional adverse patient effects were reported.